Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 28, 2025, was filed inadvertently. The conversion to osia due to cosmetic reason (microtia reconstruct surgery) is not reportable.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system under general anesthesia. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Elective removal of an implant is a procedure which requires medical/surgical intervention. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Correction g3: the correct date of awareness is june 19, 2025; not july 02, 2025 as previously reported in MDR [6000034-2025-02646] submitted on july 28, 2025.